Event description:
It was reported that the device was unable to enter MRI mode. Programmer displayed the error message 'MRI is not advised, there may be a problem with the implanted leads.' Lead diagnostics showed that half of the lead had high impedances. Surgical intervention was undertaken and during procedure it was observed that the lead was fractured. The lead was explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.